Event description:
A malfunction was found in the investigation for the original report of pod leaking during wear. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod at the infusion site (arm) between 24 and 36 hours.

Manufacturer narrative:
The pod was received fully deployed. During fluid path testing, the exposed portion of the soft cannula was observed to have a tear causing a leak. The pod data indicates there was no struggle to deliver insulin. The cause and timing of this tear could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone11.8 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.